Event description:
It was reported that the pump 'would cut off and then start again on its own'. Patient experienced shaking in her legs; once at a specific time, when the pump stopped, patient fell and broke the bones in her wrist and hand. It was stated that the patient was having blood pressure and heart problems. The pump was explanted. It was also stated that the catheter was 'messed up' during the pump replacement and it had to be 'fixed'; it was put in 'incorrectly'.

Event description:
Additional information: on further follow-up, it was reported that the cause of the event was "pump battery depletion"; patient experienced loss of analgesia. The drug delivered was hydromorphone 50 mg/ml at 31 mg/day. Patient outcome was reported as no injury.

Manufacturer narrative:
Implanted: (B)(6) 1998, explanted unknown.